Event description:
According to the reporter: during the laparoscopic cholecystectomy procedure the device jaws was jammed with a clip partially applied. Three artery shots were made and then the device hammed on the cystic duct. The handle locked hard. There was some issues experienced with the loading or firing of the clips. Both clip and applier were removed and a new applier was opened and used to complete the procedure. The device locked onto tissue and the part of the cystic duct had to be dissected and removed. The surgery was extended by more than 30 minutes due to the tissue locked and further surgical intervention. The patient is alive and has no injury.

Manufacturer narrative:
Post market vigilance (pmv) received one device .the visual inspection of the returned product noted the jaws were clamped with one fully formed clip caught within the distal jaws. The handle was actuated upon receipt (handle on ratchet).the instrument was received partially applied. The clip counter was no longer active. Pmv performed functional testing; the instrument handle was actuated, releasing the instrument jaws and freeing the one clip. The instrument cycled without binding. The driver was found to return, freeing the jaw cams upon full handle actuation. The handle returned to home position. The instrument was applied to test media and one clip was fired properly. The handle was cycled a second time and the clip failed to advance and the jaws locked on the test media with the handle on ratchet. Pmv squeezed the handle a far as it would go but could not complete the firing cycle.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the jaws were clamped with one fully formed clip caught within the distal jaws. The handle was actuated upon receipt (handle on ratchet). The instrument was received partially applied. The clip counter was no longer active. The instrument handle was actuated, releasing the instrument jaws and freeing the one clip. The instrument cycled without binding. The driver was found to return, freeing the jaw cams upon full handle actuation. The handle returned to home position. The instrument was applied to test media and one clip was fired properly. The handle was cycled a second time and the clip failed to advance and the jaws locked on the test media with the handle on ratchet. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the handle compression not being completed may occur when the handle is not fully squeezed completing the instruments firing cycle during clinical application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, the used device had an unknown error.